Manufacturer narrative:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not working. The customer informed the remote service engineer (rse) that the touchscreen had been calibrated three times, but the touchscreen issue returned. The customer would like to replace the touchscreen, so the rse provided the customer with the part information and pricing. In a good faith effort (gfe) response from the customer received on 19dec2024, it was confirmed that a replacement touchscreen was ordered, received, and installed into the device to resolve the touchscreen not working issue. The customer did not provide if the replaced touchscreen would be returned to philips for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not working. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the touchscreen had been calibrated three times, but the touchscreen issue returned. The customer would like to replace the touchscreen, so the rse provided the customer with the part information and pricing. This investigation is ongoing.